Event description:
It was reported that the fiber tip broke. The procedure was completed using another fiber, which also broke. No patient complications were reported. Device 2/2.

Event description:
It was reported that the fiber tip broke. The procedure was completed using another fiber, which also broke. No patient complications were reported. This report is for fiber 2 of 2.

Manufacturer narrative:
Analysis of the returned fiber revealed no functional or visual abnormalities in either the tip or the connector, and the reported issue could not be reproduced or confirmed. A review of the manufacturing records did not identify any conditions that may have contributed to the event. The manufacturer reviewed all available information and determined that the event no longer meets reporting criteria.